Manufacturer narrative:
One device was received for evaluation. Customer complaint of ¿complaint of, under infusing, cannot be confirmed through dso/uso sensor test and accuracy test. Visual and functional testing was performed. Upon further investigation found air detector damaged. Replaced air detector. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed after repaired.

Event description:
It was reported that during testing the cadd-solis was under infusing. There was no patient involvement and harm.